Event description:
As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) could not hook onto the vessel wall, and the indicator window did not change color, resulting in the device not being used properly. Manual compression was subsequently applied. There was no reported patient injury. There was no visual damage to the indicator wire prior to use, and the indicator window faced upward during retraction and did not change throughout use. No damage to the indicator wire loop was observed upon removal. The operator was trained, and the exoseal vascular closure device (vcd) was used during an interventional procedure and prepared according to the instructions for use. A non-cordis sheath was utilized. The packaging was intact, and the device was opened and used according to the instructions for use (IFU). Suitability of the femoral artery was verified by angiography, confirming an appropriate insertion angle and a vessel diameter of at least 5 mm. There was no visible calcium or plaque, no tortuosity, no nearby stent, no significant stenosis, and no prior closure of the access site within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 6f exoseal vascular closure device (vcd) could not hook onto the vessel wall, and the indicator window did not change color, resulting in the device not being used properly. Manual compression was subsequently applied. There was no reported patient injury. There was no visual damage to the indicator wire prior to use, and the indicator window faced upward during retraction and did not change throughout use. No damage to the indicator wire loop was observed upon removal. The operator was trained, and the exoseal vascular closure device (vcd) was used during an interventional procedure and prepared according to the instructions for use. A non-cordis sheath was utilized. The packaging was intact, and the device was opened and used according to the instructions for use (IFU). Suitability of the femoral artery was verified by angiography, confirming an appropriate insertion angle and a vessel diameter of at least 5 mm. There was no visible calcium or plaque, no tortuosity, no nearby stent, no significant stenosis, and no prior closure of the access site within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was its manufactured position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. The functional analysis was performed according to procedure. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Subsequently, the deployment lever was fully depressed, achieving the indicator wire retraction and the expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism inside the device case and the loop shape. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was found fully deployed with no anomalies noted to the loop. During analysis, the deployment lever was fully depressed, the indicator wire retracted, and the plug deployed. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to indicator guidewire not engaging reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.